Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during new implant procedure, the physician saw impedance of around 3400 ohms. Despite being within normal limits, the surgeon was used to seeing a lower value and attempted to reinsert the lead, being very cautious not to back the lead out too much. The lead was re-connected and they received a reading of high lead impedance (6054 ohms). The physician attempted to re-inster the lead and still saw high impedance (5905 ohms). This was done several times, and all lead impedance values were high. The accessory kit was used and 4027 ohms was seen, indicating no issue with the generator. Upon reinsertion of lead the pin, impedance read 9000 ohms. The surgeon re-checked the lead and still got 9000 ohms impedance. A backup generator was ultimately used. The physician believed the pin may not have been going all the way in and had no issue with the second generator. Device history records were reviewed for the generator. The device passed all functional specifications and quality tests and was sterilized prior to distribution. The suspect device has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
B6 relevant tests, corrected data: initial report inadvertently submitted without reviewed generator data. D4 expiration data, corrected data: initial report inadvertently submitted without reporting the expiration data. D5 operator of device, corrected data: initial report inadvertently submitted with the incorrect device operator. H6 health effect - impact code, corrected data: initial report inadvertently submitted with code f26 instead of f1905.

Event description:
The suspect device was received and is pending completion of product analysis. Internal generator data was received and reviewed.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic test, wandcomm diag, and comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. There were no insertion issues seen using the cavity in-line connector. No anomalies were seen and the device performed according to functional specifications. Product analysis worksheet was reviewed and no anomalies were seen. Data dump was reviewed. The last impedance change was seen on (B)(6) 2025 from 12122 ohms to 12108 ohms on (B)(6) 2025. High impedance was also seen prior to implant on (B)(6) 2025 (13068) and on the date of surgery (B)(6) 2025 (6014, 3095, 5878, 4041, 5203, 11595 ohms) and is consistent with the report of high impedance.